Manufacturer narrative:
The samples are collected in bd lihep plasma tubes with a gel separator and are centrifuged for ten (10) minutes at 3000 rpm. The customer stated that the samples are analyzed from the primary container through the closed tube aliquotter (cta). Per the customer supplied qc charts, all three levels of accutni qc have been within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications after being repeated. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse found the tubing for aspirate probe routed over the pipettor motor wire. The fse replaced all three aspirate probes and the associated peri-pump tubing. The fse flushed the vacuum pump and check valve assemblies. The fse also replaced the substrate valve and pump due to air bubbles in the line. The fse then performed a routine system check and a high sensitivity system check; both passing within instrument specifications. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected creatinine kinase - mb (ckmb) result above the normal reference range for one patient that was generated by the unicel dxc 600i access immunoassay system. The erroneous result was reported out of the laboratory and was questioned by the physician. Subsequent testing on an alternate instrument produced a lower result still above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.